Event description:
On (B)(6) 2018, a 35 mm amplatzer pfo occluder was chosen for implant. When the device was deployed, the right disc did not conform to its original shape. The device was removed and another 35 mm amplatzer pfo occluder was successfully implanted. The patient was hemodynamically stable throughout the procedure.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met all functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.